Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refy1285 showed ten other similar product complaint(s) from this lot number.

Event description:
It was reported that powerpicc catheters were placed in two patients. After insertion, the catheters were flushed and liquid leaked at the connector. Leakage continued even after the syringe and connector were replaced. The customer replaced the two catheters with 2 new kits. The patient is receiving desired treatment. This report addresses the first device.

Event description:
It was reported that powerpicc catheters were placed in two patients. After insertion, the catheters were flushed and liquid leaked at the connector. Leakage continued even after the syringe and connector were replaced. The customer replaced the two catheters with 2 new kits. The patient is receiving desired treatment. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample analysis, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed and was determined to be manufacturing related. One 5 fr d/l powerpicc was returned for evaluation. An initial visual observation showed it was received with an inlaid stylet and an attached t-lock assembly. Use residues were also observed throughout the catheter. For functional testing, an iso taper guage was inserted into the purple luer orifice, and the gauge could not be fully inserted. A non-complainant syringe was attached to the purple luer; however, the connection was not firm. Microscopic inspection of the luer adapter revealed a protrusion in the luer material within the orifice. The protrusion was continuous with the luer adapter material. The molding defect appeared to prevent firm attachment of the syringe and complete insertion of the taper gauge. That molding defect would also cause the reported leakage at the luer interface. Bd is working closely with manufacturing to prevent recurrence of the reported event and photographs of the sample have been forwarded to the manufacturing site for further evaluation. H3 other text : evaluation findings are in section h.11.